Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported via phone call that insulin pump had a blank screen display even after battery change. Customer would need to call back to troubleshoot insulin pump as caller was not authorized on account.